Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patients had post-operative bleeding from a right colon procedure where they used the device. This happened after first solid bowel movement.